Manufacturer narrative:
One device was returned for analysis for complaint of error code system failure motor. No repair history found. It is verified that the background self-test timeout is found in the history. The device is repaired by replacing the main board. After installing and replacing the parts, the pump passed all the testing and is fully operational.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that upon start up and self-test, the device displayed error code "system failure motor" and it only allows biomed to be selected. There was no patient involvement.